Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the drawers failed to open when attempting to issue medications; however, the same drawers did open during cycle counts. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opened. A technical support specialist (tss) remoted in and found that drawers 1, 2, 3, and 4 were all disabled in zones. The tss enabled them, and customer was then able to issue medications without any further issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawers failed to open when attempting to issue medications; however, the same drawers did open during cycle counts. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section b describe event or problem, section d medical device brand name, medical device catalog, medical device model